Event description:
It was reported that an ilet bionic pancreas was shattered during a domestic violence incident, resulting in a broken or cracked display and physical damage to the handheld device, and the user no longer has access to the device for return. Symptoms included no reported adverse clinical effects or glucose-related symptoms. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included complaint handling and a request for device return for evaluation. Investigation of this case revealed that no functional assessment could be performed without the device. It was concluded that the event involved physical damage to the device with no reported patient injury and that device evaluation could not be completed due to lack of return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.